Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting a "squiggly" line on the display. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began 2 or 3 days prior to contacting lfs. It is not known what medications, if any, the pt was taking at the time of the incident to manage his diabetes. It is also not known if the pt made any changes to his diabetes regiment as a result of the alleged issue. The pt claimed that on an unspecified date/time, after the alleged issue began, he became disoriented and sweaty. The pt reported that emergency services was contacted; however, refused treatment from an hcp. At the time of troubleshooting, the cca noted that there was no known trauma to the subject meter. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.